Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The recharger has progressively been causing problems over time, they would say this past year, and now when they try to charge the implanted neurostimulator, the controller shuts down and will not let them charge. Caller stated they had been up all night and in a lot of pain, due to the implant battery depleting and not being able to charge the implant to receive therapy. Caller stated yesterday their implant battery showed a red triangle and they tried from late afternoon until 5 am to charge their implant, but were unable to. Caller stated they tried for 8 hours yesterday totry to get to 30%. Caller added that the paddle gets so hot that they can't touch it and keeps saying it can't find the implant and when they held the paddle close to the implant it "zapped" the patient really hard. Caller added that where the cord connect to thepaddle looks like it's a little bit loose. Caller also reported rm03. Caller spoke with medtronic representative, about a month ago via phone call (caller stated they were unsure and don't remember the date clearly), but the rep was on the road at the time and redirected patient to another mdt rep. Caller reported they met with that rep in person and their issue was not resolved. Caller added that it is very irritating that they will have to wait until tomorrow to receive replacement equipment when they tried to address this issue a month ago. Caller stated the patient cannot sleep and has been up all night and is suffering through the pain because they do not do well with any kind of an opiate. Caller stated they had spoke to a new mdt rep (manufacturing representative)  today via phone and rep indicated they did not have any extra equipment for patient to borrow. Caller added that the patient has a doctor's appointment today and they don't know how they're going to drive themself. Agent emailed repair for replacement recharger and redirected to hcp to further address if needed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced issues with the external device's controller battery, which previously lasted a whole week but now requires charging every two days. The problem has progressively worsened over the last six months, becoming severe in the last six weeks. Reprogramming attempts did not resolve the issue. The patient had discussions with representatives, but the issue remained unresolved. No patient complications have been reported as a result of this event. On (B)(6) 2025, patient (pt) letter returned. Pt reports the cause of the controller recharging often was "the cord on the paddle had exposed wire causing electrical 'zapping' unable to get a reasonable charge. Exposure occurred where wire entered paddle casing." Pt reports that the manufacturer provided a replacement on a timely basis and the replacement works well. Pt states the controller battery and paddle with wire unit were replaced. Pt reports these steps resolved the isssue.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.